Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin coming from the end of the tubing during the fill tubing step. Reportedly, the customer has used 3 infusion sets and a vial of insulin in attempts to fill tubing. Customer verified in the load history and alert history that no occlusion alarm was received. Customer declined to troubleshoot further with tandem technical support. The customer's blood glucose level was not provided.